Event description:
The patient had a 6 x 125mm biomimics 3d stent implanted in the left sfa on (B)(6) 2021. The patient was brought back for angiogram and the stent was reported as fractured. The physician then relined the fractured 6 x 125 biomimics with a non biomimics 3d stent and the patient is doing well.

Manufacturer narrative:
The investigation into this event is in progress. When further information regarding this event becomes available, a follow-up supplemental report will be submitted.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. As part of the investigatiion, a list of questions were sent to the physician involved in the case to obtain more information on the procedure. The target site was the right adductor canal of the sfa. A contralateral approach was used and the target site was prepared using laser atherectomy and balloon angioplasty. The vessel anatomy was considered normal and there were no issues crossing the aortic bifurcation. There was no drug coated balloon used. There was no adverse event associated with the deployment. On a follow-up visit on (B)(6) 2022 (6 months post implantation) an occlusion was identified in an unspecified segment of patient's vessel and it was on this date the stent fracture was noted. The segment of vessel which was occluded is not reported. The physician did not report the type of fracture. Despite multiple attempts (3) to obtain more information no further information was provided. A review of angiographic images taken on a smartphone by the sales representative and were not the original procedural dicom images was conducted as part of the investigation. A slight stent distortion is present towards the distal end of the stent although the reported stent fracture cannot be confirmed. The extent of the stent distortion cannot be determined from the images provided and a root cause cannot be established. The complaint has been categorised as a distorted stent pattern and a root cause of unknown assigned. Section b.5. Has been updated as well as section h.6. If any additional information is made available it will be provided in a supplemental follow-up report.

Event description:
The patient had a 6 x 125mm biomimics 3d stent implanted in the right sfa on (B)(6) 2021. The patient was brought back for angiogram on (B)(6) 2022 and an occlusion in an unspecified vessel segment was identified and the stent was reported as fractured. The physician then relined the fractured 6 x 125mm biomimics with a non biomimics 3d stent and the patient is doing well.